Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Lot number - from "16bb1" to "a16a788".

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that during the human subject test (inspector) at incoming inspection, inspector found spco: 4-7% measurement value indicated at known-good rad-57 (frequency of the power supply setting: 50hz was confirmed.). Light-shield (2357) were implemented. *1 pc. Of lot 16bb1 showed the measurement was not started. No consequences or impact to patient were reported.